Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: during treatment for a thoracic aortic aneurysm, delivery insertion of the zta-p-40-167-w1 (complaint device) was difficult in a case where the access vessel diameters were 6.2 mm (right inner diameter) and 7.3 mm (left inner diameter), with no calcification or severe tortuosity. Delivery insertion was first attempted via the left access; however, resistance was felt at the external iliac artery, and the delivery system could not be advanced. The approach was then changed to the right side. Although the right access vessel had a smaller diameter than the left, the degree of vessel tortuosity was slightly less. However, the delivery system could not be advanced. Balloon dilatation was performed at suspected narrow segments in both the left and right access vessels where resistance was encountered. Balloon expansion appeared to adequately dilate the suspected problematic areas. Despite balloon dilatation, the delivery system could not pass. To avoid the risk of access vessel injury, the procedure was discontinued. As forceful delivery insertion was not attempted, no access vessel injury or other damage occurred. The stent graft procedure was abandoned, and the operation was terminated. No additional devices were used. The complaint reported by the user was confirmed. Complaint is confirmed based on visual and/or functional inspection. A part of the device was returned for evaluation. The device evaluation determined the following: zta-p-40-167-w1 without transportation styletwas returned for evaluation. The device evaluation revealed a minor indentation at the tip of the sheath and scratches and indentations at the tip end of sheath. The distance between tip of the sheath and dilator tip was within specifications. Outer diameter of sheath was within specifications. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. The review of the relevant manufacturing records confirms the failure has not previously occurred for this manufacturing lot. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is evidence to suggest that user did not follow the instructions for use (IFU) and/or label. According to the IFU, adequate iliac or femoral access is required to introduce the device into the vasculature. Furthermore, iliofemoral access vessel size and anatomy (thrombus, calcification and/ or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 16 french (6 mm od) to 20 french (7.7 mm od) vascular introducer sheath. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause was identified. It is reported that the access vessel diameter was about 6.2-7.3 mm and the outer diameter of the zta-p-40-167-w1 is 7.7 mm (measured to be 7.44mm during device evaluation), why planning/sizing in relation to patient anatomy is assessed to be the cause for this reported failure. It is likely the indentation at the tip of the sheath and scratches and indentations at the tip end of sheath occurred due narrow access vessels. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: during treatment for a thoracic aortic aneurysm (an elective case), delivery insertion of the zta-p-40-167-w1 was difficult in a case where the access vessel diameters were 6.2 mm (right inner diameter) and 7.3 mm (left inner diameter), with no calcification or severe tortuosity. Delivery insertion was first attempted via the left access; however, resistance was felt at the external iliac artery, and the delivery system could not be advanced. The approach was then changed to the right side. Although the right access vessel had a smaller diameter than the left, the degree of vessel tortuosity was slightly less. Delivery insertion was attempted via the right access as well; however, the delivery system could not be advanced. Balloon dilatation was performed at suspected narrow segments in both the left and right access vessels where resistance was encountered. Balloon expansion appeared to adequately dilate the suspected problematic areas. Despite balloon dilatation, the delivery system could not pass. To avoid the risk of access vessel injury, the procedure was discontinued. As forceful delivery insertion was not attempted, no access vessel injury or other damage occurred. The stent graft procedure was abandoned, and the operation was terminated. No additional devices were used. Patient outcome: no health hazards.